Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the occlusion pressure test three times on the fluke ida-5. The fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition and with a scratched lcd lens. There was no evidence in the event history log. Functional testing was unable to duplicate the issue. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.